Event description:
It was reported that the insulin pump an unresponsive keypad and the device alarmed button error. The customer's blood glucose was 242 mg/dl. The customer mentioned that they have been experiencing high blood glucose readings for several days. The customer stated that they have not been able to deliver bolus due to the unresponsive buttons. At the time of the phone call the device stopped working. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces, cracked case at display window corners, severe scratches on lcd window and broken reservoir tube lip.